Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 26 events were reported for this quarter. Product return status: 10 devices were received. 16 device investigation types have not yet been determined. Event confirmation status: 7 reported events were confirmed. 3 reported events were not confirmed. Evaluation results: 6 devices were found to be affected by a stress problem. 1 device was found to be affected by a damaged hose. 1 device was found to be affected by a non-stryker component. 1 device had no problem found. 1 device did not have a root cause established. Additional information: 26 devices were not labeled for single-use. 26 devices were not reprocessed or reused.

Event description:
This report summarizes 26 malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 24 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 26 previously reported events are included in this follow-up record. Product return status 25 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 18 reported events were confirmed. 7 reported events were not confirmed. Evaluation results 10 devices were found to be affected by a cut or hole in the exhaust hose. 2 devices were found to be affected by a damaged internal spring. 1 device was found to be affected by a non-stryker component. 1 device was found to be affected by an overpressed inlet hose. 5 devices were found to be affected by a damaged exhaust hose. 6 devices had no problem found.

Event description:
This report summarizes <noe> 26 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 24 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: b5, h1026 previously reported events are included in this follow-up record.product return status25 devices were received.1 device was not available for evaluation.

Event description:
This report summarizes 26 malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. - 24 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact. - 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 26 previously reported events are included in this follow-up record. Product return status 23 devices were received. 3 device investigation types have not yet been determined. Event confirmation status 16 reported events were confirmed. 7 reported events were not confirmed. Evaluation results 13 devices were found to be affected by a cut or hole in the exhaust hose. 1 device was found to be affected by a non-stryker component. 1 device was found to be affected by an overpressed inlet hose. 1 device was found to be affected by a damaged exhaust hose. 1 device was found to be affected by a damaged internal spring. 6 devices had no problem found.

Event description:
This report summarizes <noe> 26 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 24 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had no information received.